Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient complained of abdominal pain. On (B)(6) 2019, an abdominal computed tomography (CT) scan was performed to check for a perforation. No perforation was found on the CT results, and the abdominal pain resolved. On an unknown date, the patient experienced stoma site redness and discharge and was prescribed an unknown oral antibiotic for treatment of the stoma infection. The patient was discharged from the hospital on (B)(6) 2019.